Event description:
The customer initially reported receiving an error code for a loose tip. They tightened the tip, and returned the system, but there was no phaco output. They finished the case using another doctor's settings. During follow-up in 2007, the customer stated, the doctor said there was corneal swelling. In the returned questionnaire, received the next month, the surgeon indicated that od phaco and vit-ret procedures were done. There were unpredictable surges. He also stated, that unplanned surgical intervention was required, but did not specify what the intervention was. Add'l info was requested, but has not been received to date. The pt's outcome was reported as good.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.